Manufacturer narrative:
Updated. As the exact date in (B)(6) 2018 is unknown, (B)(6) 2018 is being used as the date of event. Results code 2: 213: a review of the manufacturing records for the device verified the lots met all pre-release specifications. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent endovascular treatment of a thoracic aneurysm procedure using two conformable gore® tag® thoracic endoprostheses following total arch replacement with elephant-trunk technique. After stent graft placement, angiography revealed distal type I endoleak involving the following device: ((B)(4)/16412222). Ballooning was performed to address the distal type I endoleak, but a slight endoleak remained. The procedure was completed without further treatment. The patient tolerated the procedure. Around (B)(6) 2017, a follow-up CT revealed the distal type I endoleak had resolved. Around (B)(6) 2018, a follow-up CT revealed the aneurysm slightly enlarged (less than 5mm). On (B)(6) 2019, impending aneurysm rupture was suspected and CT was taken. It revealed the aneurysm had enlarged by about 5mm and showed lack of circumferential apposition of the distal component ((B)(4)16412222) resulting in a distal type I endoleak. To remedy this, an additional stent graft ((B)(4)/20768715) was placed. During placement, it slightly moved proximally. However, no further treatment was required. The procedure was completed and the patient tolerated the procedure.